Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate

Event description:
It was reported that during an unspecified infusion via central line, the device alarmed for occlusion alarms due to blood backing up into the line . Upon closer observation the user noticed that the primary line mated to a neutraclear connector noticed the valve stick down. The event occurred in the nicu .

Event description:
It was reported that during an unspecified infusion via central line, the device alarmed for occlusion alarms due to blood backing up into the line. Upon closer observation the user noticed that the primary line mated to a neutraclear connector noticed the valve stick down. The event occurred in the nicu. Although requested, no further details were provided by the customer for this event. It was later reported that chloraprep swabs or provantix wipes, used to disinfect curos caps and connectors with a dry time of 30-45 sec.